Event description:
Report received from (B)(6) stating that the device's drive shaft is bent. It is known that the event did not occur during surgery; however it is unknown if there was any patient or user injury or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).